Event description:
On 2/20/97, dr. Office reported to co that a csc-xl implant had been surgically removed from a pt. The office reported that the implant "rotated" in the pt's chin and was no longer properly placed. The implant was removed. Upon their examination, they said it appeared to be narrower on one end. Original surgery was 7/10/96; a revision was done on 11/6/96; and the device was removed 2/19/97.